Event description:
Biotronik was informed that: it was reported that device l101/731528 was explanted on (B)(6) 2020 due to migration. Rv lead 4136/28322830 was also explanted on (B)(6) 2020.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.